Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an autofill failure alarm followed by an electrical test fails code #53 (shuttle transducer offset failure). The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
At the hospital, the symptom was confirmed by (B)(4) personnel of (B)(4). The pump was returned to maquet (B)(4). The company representative replaced the drive transducer. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).